Event description:
During use for cardiopulmonary bypass, the level sensor module erroneously reported that the blood level had fallen below the "alert" level and would not reset. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.